Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
It was reported that the patient experienced a magnet dislodgement during an MRI (tesla strength unknown). Revision surgery to replace the magnet was scheduled; however, it was found that both implant and magnet were dislodged, resulting in the decision to explant and reimplant the patient with another device.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 24, 2024.